Event description:
It was reported that no readings occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of no readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Conclusion code - 4316 - the concluded cause is not adequately described by any other term.